Event description:
During attempted implant, it was reported that the device dislodged. The device was successfully retrieved. During retrieval, the helix detached. The patient was stable and will continue to be monitored. There were no adverse consequences.